Event description:
The customer reported no filmer operation, table not ready error intermittently appearing, and uncommanded fluoro. No pt injury was reported.

Manufacturer narrative:
The service rep duplicated table error problem, but could not duplicate uncommanded fluoro - ordered part number 00-871630-01 control panel cable. This part no longer available from gehc oec.